Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
The customer reported via phone call of high blood glucose readings and a bent cannula from the insulin pump. The patient's blood glucose level was 439+ mg/dl. The customer stated that she was hospitalized for high blood glucose readings. During the hospital visit, the customer found out about her bent cannula. The customer stated that the high blood glucose readings would not come down after boluses. The customer was advised that if the set is in inserted in areas where scarred or hardened tissue are present, it may result in bent cannulas. The customer was advised to change the infusion set.